Event description:
It was reported that cartridge alarm 20 occurred during the load process, and caller noted cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy, and Technical Support arranged a replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.